Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. On (B)(6) 2019 the customer felt ill and was vomiting. The customer began vomiting before dinner and took his "diabetes pills". The type of medication taken was unknown. The caller alleged that due to vomiting he was unable to eat or take insulin for several days. On (B)(6) 2019 the patient stated he was still very ill and received a blood glucose result of 153 mg/dl on his guide system. This reading was within normal range for the customer. The customer continued to vomit for several days, on (B)(6) 2019 at 12:30am the customer decided to go to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis. The blood glucose results obtained at the hospital were not provided. The patient was treated for high blood glucose, however the type of treatment given was not provided. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.